Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 600 mg/dl with high ketones. As a result the customer was transported to the emergency room and subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin and released from the ICU on (B)(6) 2022 with no permanent damage and the issue resolved. Tandem technical support (cts) performed a pump system check and determined that air bubbles were observed in the infusion set tubing; however, customer alleged cause of elevated bg was due to an unknown issue. Reportedly, customer continued to use the pump for insulin therapy.